Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 600mg/dl. Reportedly, customer was not performing the air removal process prior to loading new cartridges and was using humalog supplies for over 48 hours. Additionally, customer had the pump's control-iq feature disabled. Bg was treated with fluids and manual insulin injections. No information was provided regarding the duration of stay in the ER; however, customer indicated the issue was resolved and no permanent damage was sustained.

Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.